Manufacturer narrative:
Gehc surgery service personnel found dicom box had been pulled out of the front of the workstation causing power cord to come loose from the back of the box. Pushed box back and plugged power cord back in. Returning to service.

Event description:
Customer reported intermittent problem. Image on left monitor going blank. Problem happened at the start of a case in 2007. Unknown pt. Problem happened before any images had been saved.